Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 95% stenosed, narrow mid left anterior descending artery. The 2.0x20 mm voyager balloon was being used to perform predilatation. Some resistance was felt during advancement of the balloon catheter due to the anatomy. When the indeflator reached 14 atmospheres the balloon ruptured. Angiography showed contrast medium flowing distally. The balloon catheter was retracted from the anatomy and a non-abbott 2.0x20 mm balloon was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed. Additional information confirmed the correct device was returned and there was no balloon rupture as originally reported. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previously filed medwatch, an updated case description was received as follows: the voyager balloon was being used in an attempt to dilate the lesion and was pressurized several times up to 14 atmospheres; however, due to the narrow and calcified lesion, the lesion could not be adequately dilated. A balloon rupture did not occur as initially reported. A non-abbott balloon catheter was used to complete dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.